Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is at supplier. No product sample was received; therefore, visual and functional testing could not be performed. The investigation of this complaint was done based on photo. Picture received showed portions of the barcode were missing and the printing quality was poor. The product is no longer produced at supplier, no supplier notification sent. The root cause was related to the supplier labelling process. No further action will be taken.

Event description:
It was reported that the product was missing the barcode. No patient injury was reported.